Event description:
It was reported that a right heart catheterization was performed for a heart transplant workup the patient was inactive with cardiomems readings between mid (B)(6) 2012 and late (B)(6) 2023 so the physician wanted to assess the accuracy of the sensor during the procedure. The sensor pressures were compared to the pressures from the right heart catheter and the sensor was recalibrated. The baseline code was decreased by 15.3mmhg.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the instructions for use, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.